Manufacturer narrative:
The preliminary analysis revealed that overconsumption was seen leading the reset. The subject pacemaker's expertise is currently in progress to understand the cause.

Event description:
Reportedly, at the interrogation, several warnings were raised : 1 reset since the beginning of life, reset on 16 may 2025 and technical problem on 16 may 2025.

Manufacturer narrative:
The conclusions are as follows: reset associated with overconsumption leading to a premature battery depletion has been observed. This overconsumption is due to a component failure of the integrated circuit. This complaint is recorded for trending purpose.

Event description:
Reportedly, at the interrogation, several warnings were raised: 1 reset since the beginning of life; reset on (B)(6) 2025 and technical problem on (B)(6) 2025.